Event description:
It was reported that the patient had undergone ptca and "rotoblade" procedures the day of the iab insertion. Following iab insertion, helium leak alarms were experienced and augmentation wasn't acceptable. The iab was removed and replaced without any complications.